Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply and the table generator interface module were replaced during the service call. An electrician from a 3rd party power company will trace power back to source. The reported issue is currently under investigation.

Event description:
The customer reported that the 2800 system had a communications error and the collimator would not work properly. No pt injury was reported.